Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 229 mg/dl. Reportedly, the customer had been using the same cartridge for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge to address the issue.